Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due diabetic ketoacidosis to high blood glucose on (B)(6) 2017, with blood glucose 300 mg/dl. The customer was wearing the pump at time of hospitalization. The customer was treated with pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had missing segment or partial display due to cracked and bleeding lcd glass. Unable to preform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test , the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to missing segment or partial display. Unable to perform the device trace history download or carelink upload due to missing segment or partial display. Device also had deep scratches on the display window, on the case and on the keypad overlay with a cracked reservoir tube lip.